Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: anatomical shoulder, trial humeral pe-insert, 40-0, 40-3, catalog no# 0104239730; lot no# unknown. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, the humeral trial insert was broken upon fatigue. No surgery delay has been reported. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: if follow-up, what type. Correction: date of report, date rec¿d by MFR, PMA/510k. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: breakage. Event description: according event, during a surgery on (B)(6) 2018, as humeral trial inserts were broken upon fatigue. No surgery delay has been reported. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: neither devices nor photos of the devices were received. No details about the breakage is available. Therefore, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. However, all possible causes that might be leading to the issues reported are listed in rmw. Conclusion: insert trials were broken during surgery. According the reporter the items were assumed to be broken due to fatigue. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records and raw material certificate could not be done due to absence of lot identification. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).